Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tunnel became obscured by excess blood and there was no visibility. The surgeon had to clamp and harvest the vein on the second leg since the branches were smaller. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).